Manufacturer narrative:
The returned product was received in its sterile pouch, not open. Visual examination was performed by quality assurance staff and packaging operators, no hair was noted in the sterile pouch. The pouch was then opened, no anomaly was noted. The complaint is unverifiable.

Event description:
User facility reported that a hair was found in the inner package of the pediatric hakim valve before a scheduled operation. The procedure was cancelled and re-scheduled for the next day.